Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/02/2019.

Event description:
The customer reported an unknown noise occurred. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The technician confirmed the cause was the vibration dampening ring being out of the proper position. The manufacturer¿s international service technician repositioned the vibration dampening ring to address the reported problem. The unit successfully passed the required performance verification test.